Event description:
It was reported per article of interest literature review that the patient with this unknown right ventricular (rv) lead experienced dyspnea and had a syncope episode. In addition, the patient had a history of chiropractic therapy to rehabilitate a surgically treated shoulder. After this episode, it was noted that there was loss of capture (loc). A chest radiography revealed that the ventricular lead had migrated. Subsequently, a transthoracic echocardiography (tte) was immediately performed to confirm cardiac perforation and pericardial effusion. The physicians suspected that the chiropractic therapy could have contributed to the event. As a result, this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Ko, kyu-yong, et al. (2025). "Delayed cardiac perforation caused by pacemaker lead dislodgement during chiropractic therapy." Jacc: casereports, vol. 30, no. 20, 2025. July 23, 2025:104192. Https://doi.org/10.1016/j.jaccas.2025.104192. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.